Event description:
After a CT guided percutaneous procedures which was completed successfully, the physician noticed that the pt's skin was frozen. Throughout the case warm water and gauze was applied to the area. The pt returned to the hospital a week later and was admitted to the burn unit.

Manufacturer narrative:
The site requested that galil check out the system prior to the site doing any more cases with it. A galil field service engineer performed a preventive maintenance (pm) on the machine and found the machine to be in working order.